Event description:
It was reported that bionic circle was not displaying data due to signal loss between the ilet mobile app and the bionic circle, while the dexcom g7 sensor was communicating with the pump as expected. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no alerts, and no hospitalization. Investigation included remote troubleshooting and user education on the device communication chain and best practices for connectivity. Investigation of this case revealed a communication interruption limited to the app-to-cloud pathway, with the sensor-to-pump link intact, consistent with a connectivity issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was intermittent wireless communication interference.